Event description:
During a ptca procedure, the whisper guide wire became separated during use, and the tip of the guide wire became lost in the coronary artery. The guide wire tip was snared and retrieved successfully. No additional event or patient information was available.

Manufacturer narrative:
Patient code: 2519- not labeled.